Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found the sight glass was loose allowing water and steam to leak from the sterilizer. The technician retightened the screws, tested the unit, confirmed it to be operating according to specifications, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported water and steam leaking from their amsco 600 sterilizer. No report of injury.

Manufacturer narrative:
Upon receipt of user facility medwatch report # (B)(4) 2/2021, we reviewed our records and confirmed the issue described in the user facility medwatch is the same issue which was reported in 3005899764-2021-00034. The details in the user facility medwatch report provided additional information regarding a steam leak that occurred with the same sterilizer on (B)(6), 2021. The user facility reported there was no water on the floor as a result of the leak. The next day a steris service technician arrived onsite to inspect the sterilizer and found the sight glass required replacement. The technician replaced the sight glass, tested the sterilizer, confirmed it was operating according to specification, and returned it to service. On (B)(6) 2021, the user facility contacted steris and reported the same sterilizer was leaking water and steam onto the floor. A steris service technician arrived onsite to inspect the unit and found the sight glass was loose allowing water and steam to leak from the sterilizer. The technician tightened the sight glass, tested the unit, confirmed it to be operating according to specifications, and returned it to service. No additional issues have been reported.